Event description:
It was reported that this 74 y/o male patient's right shoulder was revised due to being unstable. Surgeon revised to a larger poly and adapter tray and glenosphere. Patient was last known to be in stable condition following the event. Device is not returning, medical center will not allow us to return or retrieve any revised implants.

Manufacturer narrative:
Section h10: (h3) pending evaluation; (d10) concomitant device(s): equinoxe reverse shoulder humeral adapter tray +10mm 320-10-10 (B)(6); equinoxe reverse shoulder fixed angle torque defining screw kit 320-20-00 (B)(6); equinoxe reverse shoulder glenosphere and extended locking caps 38mm + 4mm offset 320-08-38 (B)(6); equinoxe reverse shoulder 38mm humeral liner +2.5mm 320-38-03 (B)(6); equinoxe reverse shoulder glenosphere locking screw 320--15-05 (B)(6); equinoxe reverse shoulder compression screw/locking cap 4.5mm x 22mm black 320-20-22 (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.